Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - phone: (B)(6). H3 - device evaluated by mfg?: device evaluation is anticipated but has not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a retracta detachable embolization coil prematurely detached. The device was required for embolization of internal iliac artery as a concomitant to a stent graft. The access route was from the left common femoral artery to the right internal iliac artery. The treatment site was just below the bifurcation of internal iliac artery and external iliac artery. After placement of a competitor's vascular plug, the first retracta was placed without any problem. During attempted deployment of the second retracta, the coil became slightly entangled in the vascular plug. When a little tension was applied, the coil inadvertently dislodged from the delivery wire. The coil was removed from the body using a snare catheter. Contrast was performed, and it was determined that there was no problem with the embolus itself in the first coil. It was noted that no damage to the device was noted upon opening the package. It¿s unknown if the patient was on any anticoagulation medication. The physician flushed the catheter before each coil deployment. It is unknown if the coil was stretched or compressed. Other unknown embolic treatments were used. The patient did not experience any allergic reactions to the coil. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that after an initial mwcer coil was placed successfully following the placement of a vascular plug, an additional mwcer coil became entangled with the vascular plug. Once the coil became entangled with the vascular plug, slight tension was applied and the coil deployed from the delivery wire unintentionally and needed to be removed using a snare catheter. The patient did not experience any adverse effects due to this occurrence. Reviews of the documentation including the complaint history, device history record, quality control procedures and instructions for use (IFU), as well as a visual inspection of the returned device, were completed during the investigation. One coil was received in a used and damaged condition. Upon a visual inspection, it was noted that the coil was elongated. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. The manufacturer does not supply an IFU for this product. Instructions for use are applied by the local distribution partner. Evidence provided by the dmr, DHR and device evaluation suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned device, and the results of this investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported incident. It is possible that the delivery wire was unintentionally rotated during advancement or while trying to untangle the coil from the vascular plug, but this could not be definitively confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.